Event description:
The pt had a platelet depletion during a therapeutic plasma exchange (tpe). The pt info is unavailable at this time. The pt outcome is unavailable at this time. This report is being filed due to insufficient info at this time to determine if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation: there were no platelets in the waste bag which is typical in optia tpe procedures. There were no clumps evident within the disposable following rinseback, which was completed normally. The run data log shows no spillover events. The aim system alerted the operator that the interface was not coming up and the operator chose not to adjust the pt's hematocrit, but rather continued through the alarm. This resulted in the interface running quite low, keeping the platelets well away from the waste extraction line. Per an on-site investigation, there is no possible way that the spectra optic machine contributed to the reduction in peripheral platelet count. There are no platelets anywhere in the kit and the run data log confirms the interface's behavior as such. Corrective actions: the customer was provided with instructions that will make it very unlikely for the optia to contribute to reductions in pt's peripheral platelet counts. Investigation eval and corrective actions are in progress. A follow-up report will be provided.

Event description:
The patient's identification and age were not provided by the customer due to privacy. The customer stated that the patient was an adult.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the customer has alleged a platelet loss of 55%. Clotting in the disposable set would be too severe to allow the procedure to complete due to cellular obstructions within the fluid pathway to account for this magnitude of platelet loss. A drop this severe would require the loss of substantial quantity of platelets to the waste bag, which would be clearly visible as cloudy swirl in the plasma. All blood components not being removed to the plasma waste bag are returned to the patient. The lot number was not provided by the customer. Disposable lots 05t3331 and 08t3222 comprise 92% of the optia exchange kits delivered to this customer site in the 7 weeks prior to the event. The device history records (dhrs) were reviewed for these lots. Nothing was found in the dhrs that would have contributed to the event experienced by the customer. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Analysis of the run data log for this occurrence shows no indications that platelet loss could have taken place. Corrective/preventive action: the customer began an internal investigation into the manner in which they perform platelet pre counts and the timing related to the procedure.